Manufacturer narrative:
Information contained in this report was previously submitted via psr 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, underweight. A visual and microscopic analysis was performed which identified broken crease sharp, stress marks and creases fold. Based on the device analysis the final assessment is: a broken crease sharp on anterior due to fold flaw opening. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.